Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the device found the exposed portion of the soft cannula to be kinked. The timing and cause of the soft cannula damage could not be determined. Though the external soft cannula was found to be kinked, fluid flowed freely through the complete fluid path. No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid to leak during wear. The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found.

Event description:
The patient reorted their blood glucose (bg) level rose over 13.9 mmol/l (250 mg/dl), while wearing the pod between 25 and 36 hours on the arm. They reported the pod leaked insulin and blood was observed on the adhesive. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the device found the exposed portion of the soft cannula to be kinked. The timing and cause of the soft cannula damage could not be determined. Though the external soft cannula was found to be kinked, fluid flowed freely through the complete fluid path. No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid to leak during wear. The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found. Locked down smartphone: unavailable, omnipod software app version: unavailable, smartphone operating system: unavailable, smartphone hardware: unavailable, cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.